Event description:
Same case as MFR#: 2134265-2012-04071. It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6), 2004, the patient presented with recurrent crescendo angina. Access was obtained via the right femoral artery. A 3.0x20mm and 2.75x16mm taxus express2 stent was implanted in the mid left anterior descending (lad) artery and a 2.0x13mm non-bsc stent was implanted in the 2nd diagonal (dx). There was 0% residual stenosis. Medications given included: clopidogrel, heparin, reopro, nitroglycerin, plavix, and aspirin. In (B)(6), 2005, angiography identified 90% stenosis in the proximal circumflex (cx). A 3.5x18mm non-bsc stent was implanted. Patient remained stable and was discharged home. Medications given included: heparin, nitroglycerin, plavix, and aspirin. In (B)(6), 2008, a st elevated acute myocardial infarction was identified. Access was obtained via the right femoral artery. Angiography identified thrombosis in the mid to proximal lad. Inflations with a 2.0x15mm maverick balloon and a 3.5x12mm quantum balloon were performed in the mid lad. Inflation with a 2.5x15mm maverick balloon was performed in the 1st dx. A 3.5x24 mm non-bsc stent was implanted in the mid lad. An additional inflation was then made with a 3.5x8mm quantum balloon. Medications given included: angiomax. In (B)(6), 2009, the patient presented with an acute myocardial infarction. Balloon inflations were made in the proximal cx followed by the placement of a non-bsc stent. Further balloon inflations were made. Next the physician treated the mid lad with balloon inflations. Medications given included: angiomax and reopro.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).